Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was leaking.

Manufacturer narrative:
Updated fields: e1(site country), h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions). Additional fields: e1(event site state: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) had a leak message. The event occurred before use on patient and no harm or injury reported. A getinge field service engineer (fse) arrived and evaluated but he couldn't reproduce the problem. The customer reported a purge problem but nothing was noted. Fse found error logs 0x6 fill fail - flush fill timeout iab disconnected, bad atmospheric calibration, wrong or too many catheter extenders, helium restriction pinched tubing or low helium pressure. He stated that this could be probably a usability problem. The unit has been cleared for clinical use and returned to the customer.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was leaking. There was no patient involvement.